Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled device change out due to eri, interrogation raveled oversensing noise and low impedance on ra lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable.